Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to aortic stenosis. The patient suffered a stroke as a result, and is being evaluated for a potential thrombus.

Event description:
It was reported that approximately 5 years and 11 months following the implant of a transcatheter aortic valve (tav), the valve failed due to aortic stenosis. The patient suffered a stroke as a result, and is being evaluated for a potential thrombus. Additional information was received that the stroke symptoms presented when the patient was hospitalized on the same day the valve failure was identified. The stroke was confirmed via computed tomography (CT) scan, neurological assessment, and magnetic resonance imaging (MRI). The CT scan and echocardiogram did not show any signs of hypoattenuated leaflet thickening (halt). Per the physician, it was unknown whether the stroke was related to the valve. Approximately 3 weeks following hospitalization, another CT scan was performed that revealed moderate central aortic regurgitation. Subsequently, the patient was evaluated for a tav in tav, or explant, and the patient remains inpatient at the hospital.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 11 months following the implant of a transcatheter aortic valve (tav), the valve failed due to aortic stenosis. The patient suffered a stroke as a result, and is being evaluated for a potential thrombus. Additional information was received that the stroke symptoms presented when the patient was hospitalized on the same day the valve failure was identified. The stroke was confirmed via computed tomography (CT) scan, neurological assessment, and magnetic resonance imaging (MRI). The CT scan and echocardiogram did not show any signs of hyperattenuated leaflet thickening (halt). Per the physician, it was unknown whether the stroke was related to the valve. Approximately 3 weeks following hospitalization, another CT scan was performed that revealed moderate central aortic regurgitation. Subsequently, the patient was evaluated for a tav in tav, or explant, and the patient remains inpatient at the hospital. Additional information was received that the patient underwent catheterization and is waiting for replacement of the transcatheter valve.